Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due to oversensing with high rate and sensing integrity counter (sic) episodes. The device detected electromagnetic interference (emi) related to a massage. The device remains in use. No patient complications have been reported as a result of this event.